Event description:
It was reported that the rx vision did not cross the lesion in the left anterior descending artery for this patient. The patient was treated satisfactorily with a vision. There was no clinically significant delay and no adverse patient effects. The returned goods lab revealed that the stent implant was mislocated and not between the markers and the stent was tightly crimped on the balloon but not loose. Additional information received indicates that, although the device was reported as a no-cross event, the facility reports that the 3.5 x 15 mm stent system did not enter the patient anatomy; the stent struts were noted to be flared and the stent mislocated after device preparation. Additionally, the damaged stent is reported to be a 3.5 x 15 mm rx vision and a 3.5 x 18 mm rx vision was used when the damage was noted to the 3.5 x 15. There was no device in this event that was unable to advance to the target lesion. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the rx vision stent delivery system (sds) was returned with blood visible in the guide wire lumen which is consistent with an attempt to load the device onto a guide wire. The stent implant was stationary on the tightly-folded balloon, but was found to be located proximally on the balloon, confirming the reported incident. The proximal end of the stent was located 3.5 mm distal to the proximal balloon marker. The analysis also confirmed that there were flared struts in the first, fifth and sixth rows at the proximal end of the stent. There were crimp marks visible on the balloon within the proximal balloon marker, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, measurements of the outer diameter of the stent were taken, excluding the damaged area, and all dimensions met manufacturing criteria. The protective sheath was not returned for analysis, which may have aided the investigation. There were multiple kinks noted throughout the entire length of the distal shaft. However, this damage was not originally reported in the case description and likely occurred from further handling after the procedure as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported incident. Potential factors that can contribute to stent movement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible that the stent was inadvertently mishandled during removal from the packaging such that the proximal end of the stent became flared and thereby contributed to the reported stent movement/mislocation; however, this could not be confirmed. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent damage, placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. A query of the vascular integrated product experience and reporting (viper) complaint-handling database was performed and there have been no other incidents reported for stent movement or stent damage from this lot. Although a conclusive cause could not be determined, there does not appear to be any indication of a product quality deficiency.